Manufacturer narrative:
Reported event was confirmed by review of medical records noting a calcar fracture during the initial procedure which was fixed with a wire. During the revision due to pain and difficulty ambulating. The wire was found to be grossly loosed and was explanted. The stem was found the be well fixed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2015 - 00671.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 versys femoral head, lot # 60687437; 00631004832 xlpe 10 degree poly liner, lot # 60676646; 00620204822 tm modular cup cluster, lot # 60679173; 00625006535 trilogy bone screw, lot # 60691593. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty there was an intraoperative fracture of the femur while implanting the femoral stem. No additional patient consequences were reported. Attempts have been made and no further information has been provided.